Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that suggests this device¿s battery is depleting faster than expected. This defibrillator exhibited a significant change in longevity remaining during the last device checks: sep 2017: 3 years, dec 2017: 2.5 years and mar 2018: 1.5 years. Reportedly device has declared the elective replacement indicator (eri). Data from the device was evaluated. The device is malfunctioning. Current voltage reviewed. Therapy delivery is unaffected. Health care professional (hcp) and sales representative was notified. Device was replaced (B)(6) 2018. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device declared eri. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.